Event description:
It was reported that a patient experienced bacterial peritonitis manifested by abdominal pain and cloudy effluent coincident with continuous ambulatory peritoneal dialysis therapy. The cause of the peritonitis was not reported. On the day of onset, the patient was hospitalized for the event. Treatment for the event was not reported. Dianeal therapy was ongoing. The patient was recovering from the event. Additional information was requested, but is not available. This is report 1 of 3.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter transfer set. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Manufacturer narrative:
(B)(4). It was reported during follow up that the patient experienced peritonitis with culture positive for stenotrophomonas maltophilia. On (B)(6) 2014 the patient was discharged from the hospital. It was reported that the patient has recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.